Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements, noise and variability in pacing impedance measurements. The lead was explanted during a routine device replacement procedure. No adverse patient effects were reported.